Manufacturer narrative:
510k: this report is for an unknown plates: spine /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: lee, j.h. And chough, c.k. (2018), risk factors for hinge fracture associated with surgery following cervical open-door laminoplasty, korean journal of neurotrauma, vol. 14 (2), pages 118-122, https://doi.org/10.13004/kjnt.2018.14.2.118 (korea, south). The aim of this study is to determine risk factors of hfs and surgical techniques for preventing hfs after codl. A total 76 laminae from 25 patients (18 male and 7 female) with a mean age of 62.7 years (range, 43-79 years) were included in the study. Surgery was performed using plates and screws (arch; synthes, paoli, pa, USA). The mean follow-up period was unknown. The following complications were reported as follows: 32 laminae from unknown number of patients were classified as fragmented hinges. 10 laminae from unknown number of patients were not healed on postoperative 12 months. This report is for an unknown synthes spine plates. This is report 1 of 2 for (B)(4).